Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray mapping catheter and a thrombus issue occurred. After mapping of left atrium (la) with the octaray mapping catheter, during the roof line ablation, the session was performed with interfering with octaray electrodes. After the procedure was completed, the octaray mapping catheter was checked and thrombus was found adhering on it. The thrombus adhered to the electrode of octaray. The patient was not affected and has not exhibited any neurological symptoms.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray mapping catheter and a thrombus issue occurred. After mapping of left atrium (la) with the octaray mapping catheter, during the roof line ablation, the session was performed with interfering with octaray electrodes. After the procedure was completed, the octaray mapping catheter was checked and thrombus was found adhering on it. The thrombus adhered to the electrode of octaray. The patient was not affected and has not exhibited any neurological symptoms. Device evaluation details: according to the pictures provided by the customer, some clots were observed on splines electrodes. However, the device has not been returned for analysis, and a root cause cannot be assigned based on the current evidence. A manufacturing record evaluation was performed, and no internal action related to the reported complaint were identified. The customer complaint was confirmed based on the picture received. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).